Event description:
It was reported that the left ventricular (lv) lead became dislodged. A guidewire could not be passed through the lead due to blood ingression. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and all conductors were distorted. It was also noted that all conductors had blood/body fluid (not obstructed and there was apparent explant damage.